Manufacturer narrative:
The product involved with this complaint is not sold in the us and was reported in error. This supplemental report is being completed to notify the FDA of the erroneous submission of the initial emdr.

Event description:
It was reported that the 2-way ext.line for pca, bcv,rot.l.lock experienced cracks/holes/tears on tubing or any other component leaked. The following information was provided by the initial reporter: lot unknown. Rupture of the pca tubing upstream of the anti-reflux valve during mobilization of the patient within 7 days of installation (not during assembly).

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 2-way ext.line for pca, bcv, rot.l.lock experienced cracks/holes/tears on tubing or any other component leaked. The following information was provided by the initial reporter: lot unknown. Rupture of the pca tubing upstream of the anti-reflux valve during mobilization of the patient within 7 days of installation (not during assembly).